Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same pt involving two separate products and associated with mdrs# 1225714-2013-01353, 01354, 01355, 01356.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event in (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.